Event description:
During patient's vaginal hysterectomy, the bovie in use made a small burn on the patient's left outer labia. The pencil unit had an extension tip on the pencil handle. It is believed there was a lateral discharge of energy somewhere down the shaft which created a lateral burn to the pt.